Manufacturer narrative:
Qn#(B)(4). The customer returned one 4-l catheter for evaluation. Signs of use in the form of blood were present in all the extension lines. Visual inspection revealed the medial extension line was cut approximately 17 mm from the juncture hub. The separation points were smooth, indicating the extension line had come into contact with sharps. The catheter body also appeared to be cut. The length of the catheter body measured 139 mm which is not within specifications of 157-177 mm per catheter product drawing because the body had been cut. The two sections of the medial 1 extension line measured 17 mm from juncture hub and 77 mm from the luer hub; totaling 94 mm. This length is longer than the specifications of the medial 1 extension line length from juncture hub to luer hub of 91.9-92.1 mm per catheter product drawing. It is most likely longer due to the extension line being stretched out during use. Since it is longer it can be concluded that no pieces of the medial 1 extension line were missing. The outer diameter of the medial 1 extension line measured 2.15 mm which is within specifications of 2.13-2.21 mm per medial 1 extension line extrusion graphic. The inner diameter of the medial 1 extension line measured 0.056" , or 1.4224 mm, which is within specifications of 1.40-1.48 mm per medial 1 extension line extrusion graphic. The distal, proximal, and medial 2 extension lines were flushed with water from a 10ml lab inventory syringe to test for blocks. No blocks were observed. The end of the catheter was occluded, and the distal and medial lines were pressurized with a lab inventory syringe filled with water to test for leaks. No leaks were found. A manual tug test confirmed the distal, proximal, and medial 2 luer hubs were fully secure to their extension lines. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The instructions-for-use (IFU) provided with the kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations. Do not cut catheter to alter length." The report of an extension line/luer hub separation was confirmed through the complaint investigation. Visual analysis revealed that the medial 1 extension line had been cut approximately 17 mm from the juncture hub. The extension line met all relevant dimensional requirements and a device history record review based on sales history did not reveal any relevant findings. The separation point were smooth, consistent with contact with sharps. Based on these circumstances and the customer report that the catheter was cut, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: the line "medial 1" was clean cut whereas the veinous line was already inserted. This line had been inserted in the resuscitation and the cut happened in the cardiology department.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported that: the line "medial 1" was clean cut whereas the veinous line was already inserted. This line had been inserted in the "rescucitation" and the cut happened in the cardiology department.